Manufacturer narrative:
(B)(4). The component, motor model #1111705, serial # (B)(4)was returned for an evaluation. Engineering analysis determined that a malfunction occurred within the motor. A screw was not adequately secured which caused intermittent operation of the motor. A (B)(4) will be issued to the manufacturer of the motor. An RMA is pending for the return of this device. Owners manual for the pronto m51 and m61 with surestep is part no 1125085 rev j. The age of this device is approximately 1 year. It is unknown if the consumer fully read and understands the owners manual. The consumer is partially blind, diabetic, has hypertension and is an amputee. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the burning smell was attributed to any of the warnings found on page 6 - "warning: "the drive behavior initially experienced by the user may be different from other chairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the chair with optimum traction and stability when driving forward over transitions and thresholds of up to 2-inches. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." It is unknown of the device was exposed to moisture. Moisture in any form of rain, soda, incontinence may cause electrical issues which includes a burning smell. The following warning are provided on page 12: "do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture." And "do not attempt to recharge the batteries when the wheelchair is outside." On page 13, rain test information and warnings are provided: "invacare has tested its power wheelchairs in accordance with (B)(4) "rain test". This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation." "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not store power wheelchair in a damp area for an extended period of time." "Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery." "Check to ensure that the red and grey battery terminal caps are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use the wheelchair if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."

Manufacturer narrative:
An RMA is pending for the return of this device. Owners manual for the pronto m51 and m61 with surestep is part no 1125085 rev j. The age of this device is approximately 1 year. It is unknown if the consumer fully read and understands the owners manual. The consumer is partially blind, diabetic, has hypertension and is an amputee. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the burning smell was attributed to any of the warnings found on page 6 - "warning: "the drive behavior initially experienced by the user may be different from other chairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the chair with optimum traction and stability when driving forward over transitions and thresholds of up to 2-inches. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." It is unknown of the device was exposed to moisture. Moisture in any form of rain, soda, incontinence may cause electrical issues which includes a burning smell. The following warning are provided on page 12: "do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture." And "do not attempt to recharge the batteries when the wheelchair is outside." On page 13 rain test information and warnings are provided: "invacare has tested its power wheelchairs in accordance with iso 7176 "rain test." This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation." "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not store power wheelchair in a damp area for an extended period of time." "Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery." "Check to ensure that the red and grey battery terminal caps are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use the wheelchair if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."

Event description:
The consumer allegedly smelled an electrical burning and scorching smell. The chair allegedly had a severe hesitation. No injury is alleged.

Manufacturer narrative:
(B)(4). The dealer alleged that consumer smelled electrical burning and scorching. Also alleged was sever hesitation to the chair. The product was returned on (B)(4) and an evaluation was completed. The evaluation discovered a loose b minus motor lead that could explain intermittent motor operation, and may also explain the scorched smell. (B)(4). The component, motor model #1111705, serial #(B)(4) was returned for an evaluation. Engineering analysis determined that a malfunction occurred within the motor. A screw was not adequately secured which caused intermittent operation of the motor. A scar will be issued to the manufacturer of the motor. An RMA is pending for the return of this device. Owners manual for the pronto m51 and m61 with surestep is part no 1125085 rev j. The age of this device is approximately 1 year. It is unknown if the consumer fully read and understands the owners manual. The consumer is partially blind, diabetic, has hypertension and is an amputee. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the burning smell was attributed to any of the warnings found on page 6 - "warning: "the drive behavior initially experienced by the user may be different from other chairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the chair with optimum traction and stability when driving forward over transitions and thresholds of up to 2-inches. The following warnings apply specifically to the surestep feature. Do not use on inclines greater than 9 degrees. Do not use on inclines with wet, slippery, icy or oily surfaces. This may include certain painted or otherwise treated wood surfaces. Do not traverse down ramps at high speed. Doing so will reduce traction and increase stopping distance. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. To determine and establish your particular safety limits, practice use of this product on various sloping surfaces in the presence of a qualified healthcare provider before attempting active use of this wheelchair. Other general warnings listed within this document also apply. Wheelchairs should be examined during maintenance for signs of corrosion (water exposure, incontinence, etc.). Electrical components damaged by corrosion should be replaced immediately. Wheelchairs that are used by incontinent users and/or are frequently exposed to water may require replacement of electrical components more frequently." It is unknown of the device was exposed to moisture. Moisture in any form of rain, soda, incontinence may cause electrical issues which includes a burning smell. The following warning are provided on page 12: "do not attempt to recharge the batteries when the wheelchair has been exposed to any type of moisture." And ""do not attempt to recharge the batteries when the wheelchair is outside." On page 13 rain test information and warnings are provided: "invacare has tested its power wheelchairs in accordance with (B)(4). This provides the end user or his/her assistant sufficient time to remove his/her power wheelchair from a rain storm and retain wheelchair operation." "Do not leave power wheelchair in a rain storm of any kind." "Do not use power wheelchair in a shower." "Do not store power wheelchair in a damp area for an extended period of time." "Direct exposure to excessive rain or dampness may cause the chair to malfunction electrically and mechanically, may cause the chair to prematurely rust or may damage the upholstery." "Check to ensure that the red and grey battery terminal caps are secured in place, joystick boot is not torn or cracked where water can enter and that all electrical connections are secure at all times." "Do not use the wheelchair if the joystick boot is torn or cracked. If the joystick boot becomes torn or cracked, replace immediately."

Event description:
The consumer allegedly smelled an electrical burning and scorching smell. The chair allegedly had a severe hesitation. No injury is alleged.

Event description:
The consumer allegedly smelled an electrical burning and scorching smell. The chair allegedly had a severe hesitation. No injury is alleged.